Manufacturer narrative:
Concomitant products: product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that patient charged today and the rtm got very hot and the ins felt warm as well. Caller states not able to charge and not charging correctly as the rtm is getting warm. Pss sent request to repair. No patient symptoms were reported.